Event description:
It was reported to philips that host pc failed to power on during clinical use; issue resolved remotely on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service resolved the issue remotely through troubleshooting; no hardware replacement was performed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).